Event description:
It was reported that the patient was experiencing inadequate stimulation and burning sensation at the ipg site which was described as pain to touch and radiated to the legs. It was also stated that the patient ipg was dead. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and burning sensation at the ipg site which was described as pain to touch and radiated to the legs. It was also stated that the patient ipg was dead. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.